Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device assembly finds nothing outward to suggest a product defect or manufacturing problem. The metal cup was found to meets its product identification specifications. It was not possible to effectively evaluate the bearing insert or collar as they have been assembled, implanted, and reduced. It should be noted, the femoral head was not returned for evaluation. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient was primarily implanted in (B)(6) 2011 with the depuy device and reportedly suffered a dislocation event in (B)(6) 2016. No patient demographics, x-rays, medical records, or any other investigational inputs were provided. The investigation can draw no conclusions regarding the reported dislocation event with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.